Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that ""the cusp of the three way tape to secure the tap to the line / bioconector was immobile and unable to secure to the line. When attempted to secure the screw part came away from the three way tap/stopcock"" device was replaced with another device, but this reportedly happened on a spearate occurrence where the vascular device was being used for a continuous infusio and was found disconnected.this could have a larger clinical risk for patients on inotropic.